Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: is the current patient status known? Yes. After tracking and following-ups the patient's condition by the surgeon now the current patient's status is stale. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Yes, due to the mentioned incident during surgery, the surgeon had to do many different cares (test) in order to make sure the patient is fully safe and there is no risk of mortality. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can details be provided on the post-operative tests performed?

Event description:
It was reported that during the sleeve procedure, the 3rd cartridge of the ecr60b, in the gastro body, after firing it was seen the cut line was complete with malformed staples so the surgeon had suture the cut line using pds 00. It is worth mentioning that these reloads were used by echelon power (ple60a).

Manufacturer narrative:
(B)(4). Date sent: 5/6/2021. Additional information was requested, and the following was obtained: can details be provided about the type of post-operative tests the surgeon performed on patient? Regarding, the phone call we had with the surgeon, they did gastrography on the patient two times. Also, they did leak test as well. The patient stayed in the hospital for one week for more observation. The patient status is fine.